Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was confirmed that this was the same patient and the same issue as a previously reported event. Originally, the recharger seemed to be the problem. It was reported that the recharger could not be connected. Communication with the patient controller worked without problems, but recharging was not possible. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. Replacement of the recharger was scheduled as no loaner device was available. During follow-up, it turned out that the ins was probably the root cause of the issue. The patient first started experiencing the issue approximately on (B)(6)2018. The ins was checked before the procedure and troubleshooting was also done before the procedure. The results of the troubleshooting was that the ins was unable to be loaded with the recharger. The ins was replaced and with the new ins everything worked fine. The cause was not known, and the ins was to be returned to the manufacturer. It was noted that this information was confirmed with the healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The implant and explant dates of the ins that was replaced were requested, and the manufacturer representative reported that the three operating room dates had been (B)(6) 2018 for the electrodes, (B)(6) 2018 for the electrodes and the generator, and (B)(6) 2018 for the generator. It was noted that this information was confirmed with the healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). The ins could not be found by the patient programmer, recharger, and tablet. It was not possible to find the ins by using "physician-mode" or "prm" of the patient programmer. The problem was that the patient programmer always showed "no device found" and it couldn't be charged by clicking on "charge". It was reported the device was discharged. The patient got a new patient programmer the next day and the manufacturer representative tested the interrogation. The new patient programmer could not program the ins. It seemed that the ins was too deep and was not parallel to the skin. It was also noted the patient was very "thick (fat)". The antenna-localisator showed values between 60 and 80, the manufacturer representative tried the "prm" for several times, but normal charging and programming was not possible. It was inquired if the manufacturer representative tried to disable the device through the tech mode. It was confirmed that it was tried for three times without success. The physician will open the incision to check the ins intraoperative. If it will not work, the ins will be replaced.